Event description:
It was reported that the patient experienced leak from the inflatable penile prosthesis (ipp) reservoir. The entire ipp system was removed and replaced with a new one. No further complication were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.